Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty to position the knot could not be confirmed and device components were not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted using two proglide devices with a 6f sheath after a bilateral iliac stent interventional procedure. Reportedly, there was difficulty advancing the knots on both devices. Manual arterial compression was used to achieve hemostasis in the rcfa and lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.